Event description:
It was reported that during the implant attempt, the introducer was placed over the guidewire, the guidewire was removed and the lead was inserted into the sheath. The lead would not advance. The guidewire was reinserted and the lead was attempted again and still would not advance. The lead and sheath were removed. A new sheath was used and the lead was reinserted and once again would not advance. A contrast saline was injected through the sheath which showed extracardiac staining and suspected vessel perforation. The procedure was stopped and the incision closed. The lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).